Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date, the device was programmed for piggyback delivery of an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the device display indicated a 20ml volume to be infused; however, 100ml of the medication still remained in the solution container. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The list for the device in use is unknown. The customer identified two possible list numbers 16026 and 16027. This report represents all the information known by the reporter upon query by hospira personnel.